Event description:
It was reported that an omniwire was used in a coronary diagnostic procedure. During use, error 107 was observed. The procedure was completed with a new wire. No patient injury reported. During the product return evaluation, small portions of ptfe and polyamide coating material were missing. It is unknown if the missing material occurred during use in patient or during transit for return to the manufacturer. This product problem is being submitted in abundance of caution due to the missing material. There is a potential for harm if the malfunction were to recur during patient use.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a5: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is germany. Block h6: the probable cause for the missing ptfe and polyamide coating could not be established. However, manipulation, strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.